Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted on (B)(6) 2025 to (B)(6) 2025 for a driveline infection for staphylococcus aureus. They were treated with keflex (cephalexin) and clavulin (amoxicillin/clavulanic acid).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was stable and on prolonged antibiotic treatment.